Manufacturer narrative:
Additional information was received that the patient had a scheduled lead pull.

Event description:
A report was received that the trial patient was experiencing muscle spasms and pain in the ribs and upper thoracic area, whether the stimulation was on or off. It was noted that the symptoms were somehow related to the stimulator. The patient underwent a lead pull and the pain had subsided.

Event description:
A report was received that the trial patient was experiencing muscle spasms and pain in the ribs and upper thoracic area, whether the stimulation was on or off. It was noted that the symptoms were somehow related to the stimulator. The patient underwent a lead pull and the pain had subsided.